Event description:
Customer called to report that she has been getting high blood glucose readings while using the insulin pump. Customer stated that she has been priming the insulin pump and no insulin is coming out. Blood glucose reading was 500 mg/dl. Advised customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.